Event description:
It was reported that the procedure was to treat a patient with thrombosis in the distal right coronary artery (rca). An attempt was made to aspirate, but this was unsuccessful; therefore, direct stenting with a 3.0 x 28 xience prime stent was deployed. After the xience prime stent delivery system (sds) was pulled back, the stent implant was noted to no longer be in the target area. It was concluded that the stent had not been fully opposed in the vessel and that upon retraction of the sds, the stent was dislodged by the guide catheter in an unintended location. An attempt was made to snare the stent, but this was not successful and the stent moved distally back to the thrombosis location. A spiral dissection was then noted in the proximal rca. A 4.0 x 15 xience v was advanced for treatment; however, it was noted that the dissection had also spiraled distal into the aorta; therefore, the xience v was removed and the patient was taken to a different hospital (B)(6). The patient was reported to be in stable condition when arriving at the other facility. There was no suspected device issue with the 4.0 x 15 xience v and it was not associated with the dissection. Subsequent information received stated the patient had bypass to the rca and distal left anterior descending (lad) and repair of the dissection in the aorta. All available relevant information has been provided.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.no pre-dilatation; failure to follow steps/instructions. Evaluation of the incident information was made, however, it was not possible to perform a thorough analysis on the product because it was not returned. Factors that can contribute to the stent not being fully apposed to the vessel wall include, but are not limited to, improper or inadequate crimping at the time of manufacture, patient anatomical morphology, patient disease state, pre-dilatation strategy, inflation technique during use of the product, an interaction with the patient anatomy and/or previously implanted stents, post dilatation technique, or under sizing of the vessel. It was reported that the stent was deployed at 14 atmosphere (atm) which would suggest that a product deficiency did not contribute to the difficulty to deploy. It should be noted that the xience prime instructions for use (IFU), in the adverse events section lists dissection as a known adverse patient event associated with coronary stenting. Additional information was received stating that pre-dilatation was not performed. It should be noted that the IFU states to pre-dilate the lesion with a percutaneous transluminal coronary angioplasty (ptca) catheter. It may be possible that the lack of pre-dilation contributed to the reported malapposed stent. The patient was transferred to a second facility for rca bypass surgery. The IFU states that stent placement should be performed at hospitals where emergency coronary atery bypass graft surgery is accessible. Although a conclusive cause cannot be determined for the reported event, there does not appear to be any indication of a product quality deficiency. The incident events appear to be related to the operational context of the procedure.a review of the device lot history record revealed no associated nonconforming material records, indicating all lot release testing met specification. Additionally, a query of the complaint-handling database was performed and there is nothing to indicate a lot specific product quality deficiency.all stent delivery systems are visually inspected and leak tested prior to packaging. Additionally, a sampling of units from every lot is destructively tested prior to release to verify stent deployment dimensions, as well as, stent uniformity of expansion.